Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be verified. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
As reported, the coil became stuck in the microcatheter during use and became unintentionally detached while being pulled and pushed. The coil was withdrawn together with the microcatheter and replaced with another coil to continue the procedure. Subsequently, the procedure was completed successfully. No patient injury occurred.